Manufacturer narrative:
Per - (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, however, not all are available and thus there is only very limited information available for the investigation. It has been confirmed that the explanted device was discarded by the hospital following the revision and therefore cannot be examined. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head after 28 days due to dislocation.

Manufacturer narrative:
Per -818 final report additional information including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history were requested in order to progress with this investigation, however, not all were available and thus there was limited information for the investigation. It was confirmed that the explanted device was discarded following the revision surgery and thus could not be returned for examination. The approproate device details were provided and the relevant device manufacturing records were idenrtified and reviewed. It was found that this device conformed to material and dimensional specificationa at the time of manufacture. Review of pre operative planning documents, the acheived usage in primary surgery and acheived cup orientation were reviewed and it was found that the acheived cup anteversion was 14° more than the planned orientation which would have increased the chance of anterior dislocation. Therefore, this has been concluded as the root cause of the patient's reported dislocation and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ceramic head after 28 days due to the patient dislocating anteriorly.